Event description:
It was reported the insulin pump alarmed button error, unable to clear. The device might have been exposed to moisture, customer was at camp and there was heavy rain. Customer was advised to revert to back up plan. Customer did not know current blood glucose level. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on the electronic or motor assembly. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.